Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent deployment issue occurred. The target lesion was located in the obtuse marginal artery. A 2.50x16mm synergy ii a drug-eluting stent was advanced to treat the lesion. However, when the physician attempted to deploy the stent, the stent strut came off the balloon. The stent was not fully deployed. Post dilation was performed again with an apex balloon catheter and the procedure was then completed. No further patient complications were reported and the patient's status was fine.